Event description:
A customer contacted beckman coulter inc bec) to report instrument synchron lxi 725 clinical system generated low anion gaps. No erroneous results were reported out of the laboratory. The samples were run on the other instrument and those results reported. The customer could not provide how many samples were affected or the extent of the error. Per customer, co2 was the only assay which caused the low anion gaps.

Manufacturer narrative:
The samples were plasma. No additional sample information was provided. Qc information was not provided. A bec field service engineer (fse) replaced the syringe, modular chemistry sample probe, wash collar and carbon bridge. Fse verified performance.